Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement and displacement test. Device was monitored for 24 hrs. Battery was removed from device and monitored for 10 minutes. Device power up properly after insertion of the battery and no device error alarms were noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an multiple pump error alarms. The customer¿s blood glucose level was 253 mg/dl. The customer was able to successfully clear the alarm. They performed the self-test and it did not pass. Customer reported that the insulin pump was neither stored nor without a battery for less than 8 hours and the alarm occurred immediately after a battery change. The insulin pump will be returned for analysis.